Event description:
It was reported that the pt's device was explanted due to difficulty with electrode reinsertion. An x-ray showed that the electrode was not positioned properly. A revision surgery was attempted, during the revision surgery, the electrode became complicated and the implant surgeon had to use the back-up device. Advanced bionics is currently in the process of gathering more info. Once more info becomes available, a supplement report will be submitted.